Manufacturer narrative:
A ge rep evaluated the system and replaced the foot switch. The system operates as intended.

Event description:
The customer reported the system alarmed and locked up. No pt injury was reported.